Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device doesn't deliver shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
During the evaluation, bench engineer determined that device could not be able to deliver shocks due to a defective therapy receptacle. As a result, the therapy receptacle was replaced to resolve the issue. After that the device returned to full functionality.